Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a patient who underwent a novasure endometrial ablation returned with pain. "A scan showed a necrobiose. Her temperature is nearly normal (37-38c)." No perforation was detected. Additional information obtained noted the patient was treated with "anti-inflammatory" for 5 days and the pain resolved.